Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found bubbles in the syringe. Fse replaced the solenoid valve to resolve the issue. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier (B)(4).

Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) patient results including sodium (na), potassium (k), and chloride (cl) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.